Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. On 06/20/2024, while sleeping, the cgm was reading 80 mg/dl and alarming for low, and the blood glucose was not checked. The patient self-treated with soda and went to bed. Sometime after, the cgm was 60 mg/dl and the bg was not checked and the patient was a little bit dizzy. The patient went to the hospital with the spouse. There, the bg was 280 mg/dl and the patient was given IV fluid and an unremembered chewable tablet. After treatment, the bg was 130 mg/dl and the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction to the insertion date/ year to 2024. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. No additional patient or event information is available.